Event description:
It was reported the pt's scs ipg pocket site was relocated on (B)(6) 2013 due to discomfort at the site which resulted from the pt's pants getting caught on the scs ipg. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.